Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported bd ultrafine insulin syringe had a broken needle prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: the cannula was broken.

Manufacturer narrative:
H.6 investigation summary: no physical samples were received however, customer returned photos of a 1/2cc syringe. Customer states that the cannula was broken. The photo was examined and exhibited the hub-needle/shield assembly separated from the barre. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. A DHR was unable to be performed due to an unknown lot number.

Event description:
It was reported bd ultrafine insulin syringe had a broken needle prior to use. The following information was provided by the initial reporter, translated from japanese to english. Verbatim: the cannula was broken.